Manufacturer narrative:
(B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o-rings were reinstalled, vent engine rebuilt to resolve the issue.

Event description:
The hospital reported unit failed to mechanically ventilate at the start of the case. The patient was moved to another unit to start the case. There was no patient injury.